Event description:
It was reported that after replacing new filled cylinders, the getinge field service technician (gfst) found that cardiosave intra-aortic balloon pump (iabp) helium analog meter is not reading the helium pressure. Also, filled cylinders are emptying very fast. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: g2. A getinge field service technician found that helium analog meter is not reading the helium pressure after replacing new filled cylinders also, filled cylinders are emptying very fast. So problem suspected with cylinder regulator. On 30/10/2024 replaced new regulator assembly, after that also analog meter not working. Dated 07/11/2024 shifted the machine from cathlab to stores then packed it properly with accessories made documents ready for pick up.13-12-24 checked unit and found that, helium leak from analog meter connection. Reconnected analog meter connection properly and the issue got resolved. Preformed all required tests. Unit observed more than 1 hr.no any issue found. Handed over the equipment to the customer in good working condition.